Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture baker grade unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Healthcare professional reports right side capsular contracture, baker grade unspecified. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual and microscopic analysis of the returned device identified: an extended opening with striated edge on anterior side and a weight test of the explanted material was verified and it was within specification. Based on the device analysis the final assessment is: a striated opening assessed as surgical damage.

Event description:
Healthcare professional reports right side capsular contracture, baker grade unspecified. The device has been explanted.